Event description:
Hillrom received a report from a hillrom technician stating the device was smoking. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the vest 105 needed to be replaced. The vest® airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). Device analyzed by engineering. Device returned with error codes 2 and 5 in memory. Error 5 appeared when a therapy was started. Visual inspection revealed that power pcb component d8 overheated. A blower assembly mounting screw was missing. All blower case tabs were intact. No damage found on the pulse generator. Device to be scrapped. The technician replaced the controller vest 105 to resolve the issue. Based on this information, no further action is required.